Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient experienced a gi bleed manifested by an ulcer in the stomach and was hospitalized for the event. Dianeal therapy was ongoing. The consumer stated that the event was unrelated to dianeal therapy. Treatment rendered for the events was not reported. The patient had not recovered from the event of gi bleed. On an unreported date in 2012, the patient recovered from peritonitis. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891317 and gd891093. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.